Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: keypad peeling at the up arrow. The contrast button has an intermittent response. Removed keypad and found contamination under all contacts. Unrelated to this complaint, the display is dim/fading and when replaced with test screen it functioned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging the up and down arrow keypad buttons were intermittently unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.